Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l73447), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. It was reported that there was no patient harm reported in this incident. H6: method codes: an manufacturing record evaluation review was performed and results obtained as below : product code : 228162, lot number : 6l73447, anomalies or discrepancies (non-conformance) : none.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during a knee diagnostic surgery, truespan 24, plga was used to repair a partial meniscal tear. On the second gun used, both anchors were successfully implanted into the knee capsule without any pull out of the anchors, however the suture snapped during tensioning without much tightening observed and the sutures were still seen to be loose. The remnant sutures were taken out using a grasper without any anchors attached to the suture and no loose anchor was found in the knee joint space as well. The broken off suture that was retrieved was approximately 3cm in length. The meniscal tear was then repaired using another truespan 24, plga. One other thing that was observed was that in one of the guns used, the white suture loop on the second anchor can be seen protruding out from the depth stop after firing of the first anchor. A total of 6 guns were used, no issues were encountered in 5 guns, only one had the issue of suture snapping during tensioning. There was no delay in the surgery time. Additional information received from the affiliate reported the two anchors with broken sutures were left implanted and a readily available anchor was used instead to complete the procedure. It was also reported a total of six anchors were used and there are no photographs of the faulty device.